Event description:
As reported, the initial left tha implant was (B)(6) 2002 and revised on (B)(6) 2013 to this manufacturer¿s devices. The surgeon opened the joint in standard fashion and decided to remove the acetabular cup and liner. There were no screws in the patient¿s acetabulum. A competitor¿s revision cup and liner were implanted. The head was changed to a + 0 11/13 32mm femoral head, this provided a very stable hip for the patient. The joint was closed in standard fashion. The patient left the or in stable condition. The products were removed and thrown away by hospital. The reason for revision was not reported. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the subsequent revision cannot be conclusively determined since the devices were not returned; however, it is most likely is related to the patient conditions.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that as reported, the initial left tha implant was (B)(6) 2002 and revised on (B)(6)2013 to this manufacturer¿s devices. The surgeon opened the joint in standard fashion and decided to remove the acetabular cup and liner. There were no screws in the patient¿s acetabulum. A competitor¿s revision cup and liner were implanted. The head was changed to a + 0 11/13 32mm femoral head, this provided a very stable hip for the patient. The joint was closed in standard fashion. The patient left the or in stable condition. The products were removed and thrown away by hospital. The reason for revision was not reported. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the subsequent revision cannot be conclusively determined since the devices were not returned; however, it is most likely is related to the patient conditions. (D11) concomitant device(s): concomitant devices: (cn: (B)(4), sn: (B)(6) acumatch cluster cup porous coated 48mm. (Cn: (B)(4), sn: (B)(6)cocr femoral head 26mm -5mm neck.

Manufacturer narrative:
Pending evaluation. Concomitant devices: (cn: 120-01-48, sn: (B)(4)) acumatch cluster cup porous coated 48mm, (cn: 100-26-95, sn: (B)(4)) cocr femoral head 26mm -5mm neck.

Event description:
The surgeon opened the joint in standard fashion. The surgeon then decided to remove the acetabular cup and liner. There were no screws in the patient¿s acetabulum. The surgeon then implanted a depuy revision cup and liner. The surgeon then changed the head to a + 0 11/13 32mm exactech femoral head. This provided a very stable hip for the patient. The surgeon then closed the joint in standard fashion. The patient left the operating room in stable condition. The products were removed and thrown away by hospital.